Manufacturer narrative:
The reported event was not confirmed. No evidence like x-rays or medical records was available to prove the event. Review of device history, labelling, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No indications of material, manufacturing or design related problems were found during the document review. The last 3 windings of the thread were nearly undamaged, followed by 6 or 7 windings significantly flattened. The remaining windings towards the head appeared also being undamaged. Implant migration is a known but rare event and has been considered in several publications. Screw migration can be contributed by (but not limited to) e.g. Patient¿s condition, choice of product, kind of treatment, patient¿s behavior and others. Based on available information it could not be determined which reasons had caused the event. In case essential information becomes available we reserve the right to re-reopen the case for investigation and to assess a new root cause.

Event description:
As reported: "the indication was left upper arm bone fracture. After the initial operation(performed on (B)(6) 2020). On (B)(6) 2020, during clinical observation the back out of the screw was found out in x-rays. It is judged that the bone union has not been achieved and the union was poor. So, the screw was removed and reinserted with another screw on the same date. The procedure completed without problem."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the indication was left upper arm bone fracture. After the initial operation(performed on (B)(6) 2020), on (B)(6) 2020, during clinical observation the back out of the screw was found out in x-rays. It is judged that the bone union has not been achieved and the union was poor. So, the screw was removed and reinserted with another screw on the same date. The procedure completed without problem."